Manufacturer narrative:
(B)(6). Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter (on syringe) on lot # 8176678. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8176678. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200766530] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringe 1.0ml 31ga 8mm ufii 10bag 500cs experienced foreign matter contamination. The following information was provided by the initial reporter: material no. 328418 batch no. 8176678. Verbatim: consumer reported he noticed foreign matter on the syringes which is not metal, but mentioned some dusty stuff on it. It's worn out. Incident date (B)(6) 2019. Occurrence-unknown. Consumer was not able to read the last item number#, but the description confirmed item# 328418. Occurrence-unknown. Lot# 8176678 2; from the poly bag. Expiration date-06-30-2023. He purchased his syringe from (B)(6). He has the sample.